Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss in this artificial urinary sphincter (aus) that resulted in the device no longer working. All components were removed and replaced with a new aus. The patient fully recovered.